Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, post-procedure, slight oozing was seen coming from the access site. D-stat was used to treat the oozing. On the day of discharge, the pt reported groin soreness. There were no reported adverse pt sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.